Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required) and flatulence ("gas still hurts"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the abdominal distension and flatulence outcome was unknown. The reporter considered abdominal distension and flatulence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required) and flatulence ("gas still hurts"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the abdominal distension and flatulence outcome was unknown. The reporter considered abdominal distension and flatulence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was found to be duplicate of case no. (B)(4) , all information transferred from deleted case (B)(4) to retention case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required) and flatulence ("gas still hurts"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the abdominal distension and flatulence outcome was unknown. The reporter considered abdominal distension and flatulence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.